Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, it was noted that patient had pain, lumbar back surgery, cervical spine surgery, and sudden hearing/vision changes. It was reported that patient underwent a left total hip arthroplasty in 2004. There has been no reported revision for either hip. During post-operative monitoring and testing, it was noted that patient had blood tested on (B)(6) 2013.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Expiration date, lot number, and expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07266 / 07267).